Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the posterior descending artery. An unknown stent, deployed during a prior procedure, was present in the mid right coronary artery. Pre-dilatation was performed using a 2.25 x 8 mm trek dilatation catheter. The 2.25 x 15 xience alpine stent delivery system (sds) was advanced with some resistance, possibly due to the previously implanted stent, to the target lesion. An attempt was made to deploy the stent; however, the balloon would not inflate. Contrast was noted to be leaking from the sds shaft, approximately 15 cm from the tip of the device. The device was removed and a new xience alpine sds was used. The physician commented that the xience alpine sds may have been damaged by the previously implanted stent during advancement. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and leak were able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported device damaged by another was unable to be confirmed; however, there was noted device damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and found that the (damaged by another device) thinning and tearing of the device materials resulted in the reported shaft leak and inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.